Event description:
It was reported that the device had a stuck reed switch, resulting in premature battery depletion as well as incorrect dates in the device data. It was further noted there was an increase in battery impedance indicating the device was approaching elective replacement indicator (eri). Follow up conducted indicated that the device may have been replaced, however no further information was able to be obtained. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.